Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in thailand.

Event description:
It was reported that outside of surgery, the device showed heavy black particulate contamination throughout the entire inner tray and all components, while the outer packaging remained intact and unopened. This means the contamination originated prior to or during the manufacturing/packaging process, not from external handling or use. There was no patient involvement. Due diligence is complete, there is no additional information available.